Event description:
It was reported that the customer experienced occlusion alarms. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer replaced pump supplies as necessary and resume normal insulin use.